Manufacturer narrative:
Should the lead be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that this lead was fractured during the procedure. The lead was not used and was expected to be returned. No adverse patient effects were reported.